Event description:
On (B)(6) 2008, a pt received a full denture prosthesis for the upper jaw and a cover-denture prosthesis with three telescopic crowns. On (B)(6) 2008, a relining was done to improve the support of both prostheses. On (B)(6) 2008, the pt complained of problems with the mucosa, the tongue and dryness in the mouth. The diagnosis by the dentist was of a slight redness of the tongue. On (B)(6) 2008, a minor improvement by the pt was noticed. On (B)(6) 2008, another relining was done due to strong bone loss. On (B)(6) 2008, the pt told the dentist that due to an allergic reaction she had gone to the hospital; her lip and tongue had become suddenly engorged. The pt reacted in panic, whereupon she was treated with a cortisone infusion and tranquilizer. On (B)(6) 2008, the dentist sent the pt, with a sample by the laboratory to an allergist and instructed the pt not to wear the prosthesis any longer. The prosthesis was re-heated to 6 bar in a pressure vessel to remove latest residuals of monomer. According to the dental laboratory, additional products that could potentially be responsible for the allergic reaction have been used to manufacture the prosthesis: vita zela cc liquid + pulver (B)(4), solidex flow opak (B)(4), vitapan zahne (B)(4). The dentist reported on (B)(6) 2008, that according to the info by the pt on (B)(6) 2008, there had been a marked improvement. The health situation of the pt has not gotten worse since then. Heraeus kulzer is in touch with the dentist and will be informed about the health of the pt.

Manufacturer narrative:
This report is being submitted as a result of corrective measure to FDA finding.